Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down buttons as intermittently responding during testing, the contrast button required excessive force to activate, the ok button was unresponsive to user inputs, the contrast/down key contacts were inverted, the up/down key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the keypad presses (ok button) is intermittently activating the desired pump functions. The pump is reportedly intact and has not been exposed to moisture. There was no adverse event associated with this complaint.